Event description:
A healthcare provider for a clinical study reported the patient had a urinary tract infection (uti) with burning and pain during urination, resulting in an unscheduled clinic or office visit. Laboratory testing included urinalysis and culture on (B)(6) 2016. Medications were administered on (B)(6) 2016. The event resolved without sequelae on (B)(6) 2016. It was noted that the etiology was ¿other ¿ uti.¿

Manufacturer narrative:
Additional information received reported the uti was "not related" to device or therapy. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. No additional information will be sent on this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported no uti was noted on baseline medical history and no other reported events of uti occurred since implant. The uti was "not related" to device or therapy.